Event description:
The patient expired on (B)(6) 2010 resulting after a lead procedure on (B)(6) 2010 from a bleed. The patient had been on blood thinners prior to surgery but was weaned off coumadin before the procedure. Only a single lead was implanted, no neurostimulator yet. The physician considered the death to be related to the implant, as the bleed was right at the tip of the lead. The lead will not be removed.

Manufacturer narrative:
(B)(4).